Manufacturer narrative:
D10 concomitant product: sigpshell, sig power sigpshell control shell (lot#: n5g1944y) sigphandle, sig power sigphandle handle (serial#: unknown) sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic liver s8 segmental resection, when the knife had advanced about halfway through then it stopped. It was tried to fire again after some time, but firing could not be done halfway through; it was retracted. The staple was attached in close proximity to the blood vessel, and there was no bleeding. An excessive force display appeared, but it was not aware that it was such a thick blood vessel, and there was a request for an examination. Suture could be barely done. There was no patient injury.